Event description:
A (B)(6) female patient contacted zoll customer support to report that she received a message that her battery pack may be defective. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery may be defective message) has been confirmed. As received, the battery would not charge or power on a monitor. The cause of the message and the inability to charge or power on a monitor is excessive discharge of the battery cells. The root cause of the excessive discharge cannot be positively identified. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.